Event description:
While laying on the heating pad I noticed a spark coming from the plug at the end attached to the pad itself. Quickly I lifted the pad and wires from my bed and then unplugged the cord from the wall. It had already burnt into my top sheet. If I had been asleep, surely my bedding would have caught fire and very likely would have burned me and my house to the ground. (B)(4). Injury info: incident, no injury. Retailer: (B)(6). Purchase date: (B)(6) 2015, this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. I have the product and I will contact sunbeam for a refund.